Manufacturer narrative:
Background information: zippie voyage owner's manuel, page 11: "warning! Using the tilt or recline adjustments triggers before taking the necessary precautions may effect the balance and stability of your device. Before making these adjustments, you must be aware of the following: 1. The child must be secure in the device. 2. You must rotate the front casters forward, and engage the parking brake. 3. Always make certain that the dependent mobility device is level and stable before and after adjusting the tilt and/or recline. 4. Always support the seating shell when releasing the tilt trigger." Discussion: in reviewing the complaint, the dealer reports that the piston for the tilt mechanism was not working and tilting forward, leading to the end user falling out of the stroller and allegedly hitting their head. The potential root cause could be when activating the tilt mechanism (handle), the tilt lock is inadvertently released and the seating system goes forward with force making an effect similar to a catapult. The end user was not strapped into the seat when the event happened, which contributed to the reported fall by the end user. The end user allegedly sustained bruising on the head, a bloody mouth, and an increase in seizure activity. The dealer reports that the end user was taken to the hospital after the event and is still receiving treatment (medication for increased seizures). The end user is reportedly being monitored for swelling on the head and the increase in seizures. There are no further details provided regarding the patient's alleged injuries. Conclusion: due to the evidence of user malfunction and the serious injury reported (head injury allegedly resulting in increased seizure activity), out of an abundance of caution, an MDR is being filed.

Event description:
Dealer reports that the piston for the tilt mechanism was not working and tilting forward, leading to the end user falling out of the stroller and allegedly hitting their head. The end user was not strapped in the seat when the event happened. The patient was sent to the hospital and is currently receiving follow-up treatment for alleged swelling on the head and increased seizures.